Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose. The customer stated having a cold and treated the high reading with manual injection. Customer was having trouble with the infusion set and thinks there was blood in the tubing. The customer was advised to change the infusion set as there may be site or set occlusion. A replacement infusion set will be sent out. The customer will return the infusion set for analysis.